Manufacturer narrative:
A fully-deployed hot axios delivery system was returned for analysis; the stent was not returned. A visual evaluation of the device noted that the nosecone was detached from the polyimide inner shaft. There were no other issues noted during analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported event was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was implanted transgastric to pancreas to treat a pseudocyst, during a pancreatic cyst gastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, after the axios stent had been deployed, the tip of the axios catheter broke off into the stomach. The tip was retrieved, but it is unknown what measures or methods were taken to retrieve the broken piece. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be well. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patients exact age was not reported, however it was reported that the patient is over the age of 18. The physician's first name was not reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was implanted transgastric to pancreas to treat a pseudocyst, during a pancreatic cyst gastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, after the axios stent had been deployed, the tip of the axios catheter broke off into the stomach. The tip was retrieved, but it is unknown what measures or methods were taken to retrieve the broken piece. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be well. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.